Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they noticed the patellar implant compression ring had started to wear and show cracks. It was decided that it was best to replace. No parts were broken off. Surgery was not delayed. Item was returning. The patella drill clamp, locking mechanism also stopped functioning.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.